Event description:
It was reported that balloon rupture occurred. The target lesion was in a calcified right coronary artery. A 10/3.50 and 10/4.00 flextome cutting balloon were selected for use, however both balloons ruptured. There was no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified media and blood within the device. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. Once removed from the bath, the returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximally of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found multiple hypotube kinks.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was in a calcified right coronary artery. A 10/3.50 and 10/4.00 flextome cutting balloon were selected for use, however both balloons ruptured. There was no patient complications reported.